Event description:
The company was informed that the patient experienced shock at the implant site and the patient's device was explanted. Advanced bionics is in the process of gathering more information. Once more information is received a supplemental report will be submitted.